Event description:
It was reported that the patient experienced diaphragmatic stimulation one day post implant. Left ventricular output was decreased. In 2009 at a device check, the patient still complained of diaphragmatic stimulation and loss of capture was noted. Programming was set to 1.25 v at 0.5 ms. The following month, the patient called to report that the stimulation was -too much-. On the following day, the lead was turned off.

Manufacturer narrative:
No medwatch form was received.